Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem is user handling, such as an impact on the device from a hard object by the user.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found a space between the hull and the socket, likely due to an impact incurred and attributable to user handling. Replacement of the metal base of the equipment, the socket and socket support was necessary due to the altered physical structure of the connector.

Event description:
It was reported that the output connector was damaged. The problem, as reported to olympus, was found on maintenance. There was no patient injury or harm, associated with the problem, reported to olympus.